Event description:
Related manufacturer reference 3005334138-2015-00033. During a left ventricular tachycardia procedure, a cardiac perforation occurred. Transseptal puncture was performed with a brk transseptal needle and a swartz braided transseptal introducer without resistance noted when the needle crossed the septum. Contrast dye was injected through the introducer with the needle in place and under fluoroscopy it was noted the needle and introducer had punctured the aorta. The needle and introducer were removed individually and after 30 minutes of monitoring, no pericardial effusion was observed. The procedure was postponed and the patient remained stable. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the lot number of the device was unavailable. Based on the information received, the cause of the reported cardiac perforation was user related. Per the IFU, cardiac perforation is a known risk with the use of this device.